Event description:
Patient reported that he was priming the pump while attached to the infusion set and the pump delivered medication during the load cartridge step. No medical treatment was required.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor. The patient was connected to the infusion set during the rewind and load cartridge process. The pump user guide instructs users to disconnect from the set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor.